Event description:
Two patients with discrepant creatinine results. Patient 1 initial result 4.7 mg/dl, repeat 1.0 mg/dl. Initial result reported, patient not adversely affected. Patient 2 initial result 1.4 mg/dl, repeat 0.5 mg/dl. Initial result not reported. Field service rep found root cause to be bent reagent probe which was adjusted. Performance tests were performed and within spec.